Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the cause of the high readings using a meter of the retained meter and strips of the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%) which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
The customer purchased a shine xl meter on (B)(6) 2022. The customer began using the new meter on (B)(6) 2022. Prior to purchasing the shine xl meter, the customer used a contour next meter. The readings the customer receives on the shine xl meter are much higher than the readings that he received on his old meter. The customer stated that he received readings of 479 and 411 on the shine xl meter. The customer had been fasting prior to testing. The customer claims that this is causing him to take more units of insulin than needed. The customer has not actually been hospitalized due to this, but he has been in communication with his doctor by phone. His doctor has advised him to go to the ER due to the high readings. The customer states he was not able to go to the ER due to a lack of transportation and he did not feel safe to drive on his own due to feeling drowsy and lightheaded. I performed three blood tests with the customer, and he received readings of 164, 167, and 151. He states that he should receive readings around 98-100. Customer does not trust the meter and would like it replaced. Replaced meter, strips, sent control solution and return label.